Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the entire course of the tubing stent was covered with calculi, and it made impossible to remove the device. The stent was initially placed on (B)(6) 2022 which was used for drainage before flexible ureteroscopy. When it was found that the stent could not be taken out, the hospital adopted extracorporeal shock wave lithotripsy to shatter the stones on the surface of the stent and the patient was in good condition. Per follow up via ibc on 02-may-2022, the affected quantity belonged to the same lot#. Per sample received notification on 07-sep-2022, the customer returned two used ureteral stents with calcification.

Manufacturer narrative:
The reported event is confirmed, supplier design related. A potential root cause for this event could be "material selection". The device was used for treatment purposes. It is unknown if the device had met all relevant specifications. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. A DHR review is not required as the event is confirmed supplier design related, however, one was completed prior to sample evaluation. As the reported event is confirmed design-related, a label/pack review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the entire course of the tubing stent was covered with calculi, and it made impossible to remove the device. The stent was initially placed on (B)(6) 2022 which was used for drainage before flexible ureteroscopy. When it was found that the stent could not be taken out, the hospital adopted extracorporeal shock wave lithotripsy to shatter the stones on the surface of the stent and the patient was in good condition. As per follow up via ibc on 02may2022, the affected quantity belonged to the same lot#. As per sample received notification on 07sep2022, the customer returned two used ureteral stents with calcification.